Event description:
On 6/18/97, during phacoemulisification of cataract, the storz phaco machine decalibrated, secondary to defective handpiece. The machine had to be recalibrated several times before calibration took place. The procedure was prolonged approx 5 minutes for the recalibration efforts. Storz handpiece taken by sales rep. And returned to company.